Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported they were still leaking and "spurting" out urine at terrible times and they were waking up wet. The patient stated they had been wetting the bed and they had to put padding down. The patient stated they were not really getting a 50% reduction in symptoms due to this. The patient stated they thought their therapy needed an adjustment and inquired who their representative was. Reviewed role of representative and provided the patient with the phone number for the healthcare provider's office to call. The patient reported they did not get to see the representative after surgery so they didn't know what adjustments were made. The patient clarified they felt normal feeling of stimulation during the trial, but they were not feeling stimulation now with permanent implant. Reviewed therapy overview. The agent offered to assist the patient with making therapy adjustments on the call. The patient then reported where the implant was placed it opened up a wound and their doctor stitched it up and stated they put in dissolvable stitches. The patient inquired if the "device" would still work due to this. Reviewed role of patient services and redirected the patient to their healthcare provider to further discuss. The patient stated they did not know if it was healed yet. The patient stated they did not have a bandage on it and stated they were told they wanted air to get to it. The agent reviewed the communicator was not sterile and advised not to use it on the unhealed wound. The agent redirected the patient to their healthcare provider to confirm if the implant site was healed/if it was ok to place the communicator on the implant site and to discuss therapy/symptoms with their doctor. The patient provided the event date as "not long after the surgery, about a week or two afterwards" (after implant surgery). The patient mentioned maybe they were having this issue with symptoms due to cold weather. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026 the patient called back. The patient repeated that they were having trouble with urine leaking and waking up wet starting just about a week after it was put in. The patient said they needed to see the rep at the doctor's office to see what was bothering them. The patient said they were trying to get in contact with the rep. The doctor said they contacted the rep but had not heart back. The patient repeated information about the implant wound reopening. The patient inquired if their device could not work with the stitches used to close the wound. The patient said they would be having another appointment and requested for a rep to be there. The agent reviewed and advised that they would email the rep. The patient was redirected to their doctor to discuss the wound. On (B)(6) 2026 the patient called back and stated they tried calling the rep, but the rep's voicemail was full. The patient was requesting to have the rep emailed again and request for a callback. The agent sent an email to the rep again. The rep indicated that they reached out to the patient multiple times but were unsuccessful.

Event description:
On 2026-apr-13 additional information was received from the patient. The patient called back and mentioned previously reported information about them still waking up wet. The patient added that they needed their rep to do a "consult" with them, but when patient called the rep, the rep's mailbox was full so they couldn't get a hold of the rep. The agent reviewed general therapy information and role of rep, then redirected the patient to their doctor to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the wound reopening was unknown. It was unknown what most likely caused this issue. Steps taken to resolve this issue were the patient followed up with their physician. It was unknown if the issue was resolved. The cause of not feeling stimulation was not known. It was unknown what most likely caused this issue. Steps taken to resolve this issue were the rep was meeting the patient at his appointment on (B)(6) 2026. This issue had not yet been resolved.